Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during surgery an ophthalmic knife had cutting issue. Details related to patient harm and procedure have not been reported. Additional information has been requested but is not available at the time of this report.